Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pneupac¿ parapac plus kit was not cycling properly. When the engineer turned the switch from off to cmv at a pre-use operation check, the mode would not change from inhalation to exhalation, leaving expiration gas running. Also, the needle went off the scale of the airway pressure gauge, though the relief valve was set at 45cmh2o and an alarm was issued. After turning on and off the product a couple of times, it got back to the normal operation. No report of any patient involvement as this was listed as a pre-use check and as recently delivered.

Manufacturer narrative:
Device evaluation : one pneupac sample was received for investigation. Immediate visual inspection did not detect any damage. However, upon functional testing an intermittent constant flow failure was detected. The intermittent leak observed corresponded with a fault within input manifold - regulator and timing valve assembly. Based on the evidence and testing, the complaint was confirmed. No problem source was identified as further investigation could not highlight reason for the intermittent leak identified.